Event description:
Discordant advia centaur xp ca 125ii results were obtained on a patient sample due to hook effect. The neat result was low and the diluted result was elevated. The neat results were reported and amended reports for the diluted results were issued. The patient's test history results showed hook effect. Patient treatment was not prescribed or altered. The treating oncologist is aware that the hook effect is demonstrated for this patient. There was no report of adverse health consequences due to the discordant ca 125ii result.

Manufacturer narrative:
The cause for the discordant ca 125ii result is due to hook effect. It was recommended to the customer to set up a delta check in the laboratory information system (lis) for this patient to avoid reporting the incorrect result. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states for high dose hook effect: "patient samples with high ca 125 levels can cause a paradoxical decrease in the rlus (high dose hook effect). In this assay, ca 125 levels as high as 70,000 u/ml will assay greater than 600 u/ml." The IFU states in the limitations section: "note: do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 125 in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Ca 125 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity."